Event description:
Device 4 of 5. Reference: 1627487-2011-04053; 1627487-2011-04054; 1627487-2011-04055; 1627487-2011-04080. On (B)(6) 2011, the pt began a trial implant which included 3 surgical leads (2 from the same lot), two surgical extensions, and an anchor. On (B)(6) 2011, an ipg was scheduled to be implanted. The physician noticed possible signs of infection. Dermatitis was found at the exit site of the extension. The physician removed the extensions and implanted new extensions. The physician left the leads implanted, and did not implant the ipg at this time. The old extensions were discarded. Follow up revealed the physician provided pre-operation antibiotic, adn suspected the pt had not followed antibiotic protocol or proper hygiene. It was reported the pt is to be reimplanted at a later date. No further complications were reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.